Manufacturer narrative:
The insulin pump had a compromised force sensor alarm during the prime/compromised force sensor test at 4lbs due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to prime the insulin pump and got a compromised force sensor alarm. Customer's blood glucose is 120 mg/dl. Customer stated that the pump has not been dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.